Event description:
Boston scientific crm received information that, during a follow-up, this lead had out of range impedance measurements. The associated device had reverted to unipolar pacing mode. Previously, the lead had exhibited a rise in impedance, followed by decreased impedance, then significantly increased impedance prior to the out of range measurements. Lead tests performed in bipolar and unipolar mode noted the lead could not capture the ventricle, and no sensing observed. As the patient had an intrinsic rhythm, the lead was deactivated and further evaluation was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available. If additional information becomes available, this report will be updated and resubmitted. Further information was received that a revision procedure was performed. The lead was noted to have entered the left ventricle, likely through an atrial septal defect. The lead was surgically abandoned and replaced. No further information is available. This report will be updated and resubmitted if additional information becomes available.